Event description:
Revision surgery- the pt had a recurrent dislocation. The cup was fixed, but slightly vertical. The surgeon cemented the depuy 48mm constrained liner into the cup.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 7.1 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 34th complaint for this part number: 14 dislocations, six pain, three packaging issues, three trauma, one broken implant, two instability, one infection, one packaging issue, one tumor, and one for wear. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence, but possibly due to the position of the cup, it was slightly vertical. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.